Event description:
It was reported that balloon rupture occurred. The 90% in-stent restenosed target lesion was located in the mildly tortuous and moderately calcified iliac vessel. A 7.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, leakage of contrast media was found and upon initial inflation at 5 atmospheres for 3 seconds the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.